Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. Customer cleared the alarm and reported that the cartridge would be changed. There was no adverse impact to the customer¿s blood glucose level.